Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va0jdss, product type: lead. Product ID: 3387s-40, lot#: va0lzzk, product type: lead. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-mar-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller noted that the patient had a fall and the patient was concerned about the integrity of the lead. They were concerned the lead may have ¿dislodged¿ though there was no evidence of that at the time. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# va0jdss product type lead. Product ID 3387s-40 lot# v a0lzzk product type lead. Product ID 37603 serial# (B)(4) implanted: (B)(6) 2015 product type implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep stated the lead was not dislodged. The patient underwent an impedance check, x-ray, MRI, and CT which were all normal. It was unknown if the device was related to the fall. The rep stated no device issue was found and the patient had been in the process of adjusting medication. The rep stated the patient might need to turn up the programming volume or adjust medications. The rep did not know the patient's weight at the time of the event.